Event description:
The patient presented on [redacted date] for a scheduled bone marrow biopsy. The bone marrow biopsy was being completed utilizing a bone marrow biopsy set. While attempting to access the bone marrow and aspirate, the plastic housing of the bone marrow biopsy needle popped off at the distal end. This caused the stylet to not be stabilized in place, making it difficult to drill down and aspirate the bone marrow. Three attempts were made to obtain the sample, and assistance was provided from a second physician. Ultimately, the team was unable to obtain the aspirate needed for an adequate sample. This bone marrow biopsy will be re-attempted at a future date once the patient has tapered off tacrolimus. Our clinicians have found that with younger patients/ patients with harder bones, the plastic housing of the needle pops off at the end therefore not holding the stylet in place and making it difficult to drill down leading to inability/ risk of getting adequate samples.